Event description:
The suspect meter exhibited variation in test results when compared with the lab. The following results were reported. 11/8 inratio: 5.7. 11/8: inratio 5.9(retest), lab: 3.8. 11/10: inratio: 4.5(retest), lab: 3.4. A new box of strips (same lot no.) Was sent to the customer for additional comparison testing. The following results were provided. 11/18: inratio: old strip-5.1, new strip-4.7, lab: 3.4. 11/23: inratio: 4.1, lab: 3.2. A new meter was sent to the customer for comparison purposes. Technical support shall follow up with results.